Manufacturer narrative:
The referenced phenomenon could not be confirmed since the subject device was not returned for evaluation. The manufacturing records were reviewed retrospectively for six months from the event date since the lot number of the subject device was unknown, and found no abnormality related to the referenced phenomenon. This type of probe damage is most likely related to the operator¿s technique. Omsc assumed that the probe broke off due to either of followings: based on the past similar cases, it was known that the proximal side of the ptfe pad was worn since the user output the device in seal & cut mode with grasping thick and hard tissue at the distal end of the grasping section. Since the proximal side of the ptfe pad was worn, the probe contacted the non-insulated part, and contact mark occurred due to contacting with each other. The crack developed from the contact mark on the probe as the starting point when the user output in seal & cut mode or grasped the tissue. The probe broke off when the user applied loads to the probe. Based on the past similar cases, it was known that the scratch on the probe occurred since the user output the device in seal & cut mode contacting with hard tissue, metal, or surgical instruments. The crack developed from the scratch mark on the probe as the starting point when the user output in seal & cut mode or grasped the tissue. The probe broke off when the user applied loads to the probe. The instruction manual of the device has already warned as follows; warnings: do not activate output while grasping thick, harder tissue, such as the uterine cervix, with the distal part of the probe tip and the grasping section. Otherwise, the grasping surface (white ptfe pad surface) may wear prematurely. Continued use under this condition may result in exposure of the metal area of the grasping section and a scratch on the probe tip. This could lead the probe tip to breaking and falling off into the body cavity during the output. The thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.q., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the ptfe pad. In turn, the probe may break before displaying an error window or generating an alarm tone.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
During a total laparoscopic hysterectomy, the subject device was used. The probe fell off inside the patient. The broken probe was retrieved from the patient. The procedure was completed with a similar device. There was no patient injury reported.